Manufacturer narrative:
Initial and final (B)(4) - device 1 of 8.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set patch did not stick event on (B)(6) 2026 to the skin upon insertion. No further information available.